Manufacturer narrative:
The lot was manufactured between october 01, 2017 and october 02, 2017. Correction/removal report number: 3010291427-09/06/19-001-r the three (3) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak from the spike port tubing base at the cap of all three samples was identified. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) units of 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered during filling in the pharmacy. There was no patient involvement. No additional information is available.